Event description:
It was reported that during a video assisted thoracoscopic surgery / lobectomy procedure, first load was fired; could not put new cartridge in stapler because metal part of the first fired reload remained in stapler. Only the plastic blue piece was removed. A new stapler and reload were used because they were not sure if it was a reload issue or a stapler issue. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.